Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented post-implant procedure with myopotential oversensing. Programming changes were made. The patient will continue to be monitored.